Event description:
Philips burton out pt wall mount model detached and fell striking a doctor and causing a concussion and bruising. Medical attention was required (no details were provided). The light was manufactured in (B)(6) 1990's.

Manufacturer narrative:
Philips burton submitted an MDR report for this incident on (B)(6) 2011. However the submission was filed electronically on from 3500. This submission, on the correct form 3500a, is being provided per FDA request.